Event description:
Customer reported via phone call, the insulin pump had alarmed button error. The device was in her pocket when the alarm occurred. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. The device is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched display window and missing end cap sticker.